Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn and partially missing. The detached tissue pad was also returned, but there were missing parts. The manufacturing record was reviewed, and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged, since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic removal of the splenic cyst, three devices were used. After about 20 minutes since the surgery began, the tissue pad of the first device fell inside the patient. The fragment was retrieved. The user exchanged the first device for the second device and continued the procedure. After 5 minutes of use, the tissue pad of the second device was separated. The intended procedure was completed with the third device. There was no patient injury reported. This is the report regarding the falling of the tissue pad of the first device.